Manufacturer narrative:
UDI - (B)(4). Initial reporter's phone number: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of damaged bearings was confirmed. An assessment was performed on the device which found that the bearings are worn out/damaged and loose creating a situation where the cutter is not able to be inserted. It was determined that this was because the bearings are no longer in axial alignment not allowing the cutter to pass through. The assignable root cause of this condition was determined to be due to normal wear over time, failure was caused by worn out/damaged bearings. It was further determined that the device has a drilled tip ¿leg¿, this type of damage is indicative excessive side loading causing the cutter to flex and to come in contact neuro tip ¿leg¿. The assignable root cause of this condition was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the device had a drilled neuro tip (leg). It was noted in the service that the attachment device had damaged bearings. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.